Manufacturer narrative:
Pump passed the displacement, motor error alarm during basic occlusion test due to loose and flush drive support disk. The motor was tested outside of the device and passed. Unable to verify unexpected restart alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was done for motor error and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.